Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
As reported by the sales rep via phone the fill chamber on the fms vue pump continuously stayed in running mode and would not drop below the fill line. They changed out tubing and could not get the unit to stop running. No case involved.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> the complaint device was received at the service center and evaluated. The sales rep reported an issue of the fill chamber on the device continuously stayed in running mode and would not drop below the fill line. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, the back-flow/check valve failure and rocker arm failure were identified. Electrovanne assembly and left follower arm assembly were replaced to resolve the issue. After repair, the device was found to be working according to the specifications. The failure of back-flow/check valve and rocker arm are the root causes of the reported problem. A manufacturing record evaluation was performed for the finished device serial number [(B)(4)], and no non-conformances related to the reported complaint condition were identified at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history review ==> a manufacturing record evaluation was performed for the finished device serial number [(B)(4)], and no non-conformances related to the reported complaint condition were identified.